Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value.

Event description:
Consumer complaint of blood results reading "hi". Last 5 results in memory were "hi", "hi", "hi", 168mg/dl, and 283mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood results reading "hi." Last 5 results in memory were "hi", "hi", "hi", 168 mg/dl, and 283 mg/dl. No adverse event reported.